Event description:
It was reported by the user site that on (B)(6), 2026, during use of a selenia dimensions mammography system, 3d, the gantry shut down during a patient exam and generated multiple system errors related to gantry motion. The user site reported that the event occurred twice during the day. The first occurrence was cleared by rebooting the system through the console, and the second occurrence required a power cycle of the gantry. No patient injuries or accidental radiation occurrences were reported. Hologic technical support reviewed the system logs and reported that the user pressed the c-arm down button and released it; however, the c-arm continued to drift downward after the switch was released. A hologic field service engineer (fse) was dispatched to investigate the device and installed a vertical travel assembly drag brake. The fse also adjusted the vertical travel assembly voltage, applied grease to the worm gear, and performed system calibrations related to gantry motion. Multiple test scans were performed by the fse and the system was verified by the fse to be operating according to manufacturer specifications. No further information is currently available.